Event description:
It was reported that a spectrum pump had upstream occlusion alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of constant upstream occlusion through the history log, but could not reproduce it. The inscribed pin was found to be out of spec, making the device more sensitive to false "upstream occlusion" alarms. The ultrasonic sensor was replaced.